Manufacturer narrative:
A3b) patient gender - not available from facility. A5) patient ethnicity - not available from facility. A6) patient race - not available from facility. D4) device serial number - not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra), and left ventricular (lv) lead due to chronic pain. A spectranetics lld ez lead locking device (lld ez) was inserted into the ra lead to provide traction. First, a non-philips shockwave device was used in the innominate and superior vena cava (svc) area. Then, using a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath on the ra lead, advancement was made to the svc with some difficulty. The glidelight was removed, and the lv lead was being prepped when the patient¿s blood pressure dropped. An effusion was detected via transesophageal echocardiogram (tee), and rescue efforts began, including bypass and sternotomy. An svc perforation was discovered and repaired. The rv, ra, and lv leads were removed post-sternotomy. The patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.